Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during an embolization treatment of an internal iliac artery, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the microcatheter without incident. There was no reported intervention or patient injury. The patient's current status is reported to be fine.